Event description:
The facility representative reported an infusion pump that failed while inotropes were infusing, b/p dropped armine was given until a new pump was put in place to stabilize the patient and the infusion could be continued with the new pump. No additional information was available.

Manufacturer narrative:
The pump event history was reviewed in the baxter product analysis lab. There was a full event history (1000 events) dating 8 days in 2007. Failure code 512:320:625:0000 occurred one time during infusion and three times at power on. Failure code 543:320:625:0000 occurred one time at power up. Prior to the failure code channel c was in standby mode. Channel b was infusing at the rate of 4 ml/hr. Channel a was restarted after a upstream occlusion, running at the rate of 100ml/hr. Three minutes, 44 seconds after channel a was started the pump went into failure code 512. Failure code 512 is a main power supply failure slave - main power supply or the main batteries are out of range. Failure code 543 is a battery charge level indicator failure - true rms and coarse voltage readings are out of range. The pump was evaluated in baxter. The pump showed no alarm error condition. Event history was downloaded. In the event history, failure code 512:320:625 appeared 4 times. Failure code 543:320:625 happened once. The user interface module board was replaced.

Manufacturer narrative:
The incident was reviewed by baxter's associate medical director and was classified as a serious injury. The baxter local complaint coordinator for foreign states there is no additional clinical information to provide regarding the incident. The pump event history which was downloaded, was received, and it has been forward to the baxter product analysis lab for review and a follow up report will be filed upon completion.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 07 2007. Evaluation summary:the device was evaluated by baxter australia technical services center. The reported condition of an infusion pump that failed during a patient infusion was not confirmed. During evaluation of the pump, the speaker and the buzzer sounded as it¿s normal operational state. The pump showed no alarm or error codes. The pump passed all safety and functional tests.